Event description:
A patient's implanted neuro stimulator/device system was explanted. The pt stated that she did not like the device, and declined to have a company representative check the device prior to the surgical procedure. The pt requested that the device be explanted. The device system was not replaced.

Manufacturer narrative:
(B)(4): analysis of the pulse generator (model: 7425, (B)(4)) revealed no significant anomalies. No output or telemetry occurred. Normal end of life was assumed. Analysis of the extension (model: 7498, (B)(4)) revealed no significant anomalies. The extension was found cut through due to suspected explant damage. Continuity was found acceptable with no shorts (dry). Analysis of the lead (model: 3998, sn#: unk) revealed a reliability non-conformance issue. The lead was connected to the cut distal end of the model 7498 extension. Conductor wires #0 through #5 and #7 were broken/open. Circuit #6 had acceptable continuity.